Event description:
It was reported that customer pump had broken screen, with touchscreen described as unresponsive and unreadable, although pump still started, charged, and was recognized by computer. There was no reported impact to the customer¿s blood glucose level. Customer arranged return of device for evaluation, and replacement pump with new serial number was provided, with no additional information available regarding further actions or outcomes.